Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4); ez steer navigational ds, model #: unk, serial #: unk; ez steer navigational 4mm, model #: unk, serial #: unk. (B)(4).

Event description:
After an atrial flutter (afl) procedure, it was reported that the patient developed a 3rd degree skin burn. The procedure was on (B)(6) 2013. This event was reported by the physician during patient¿s follow up appointment. The burn was located where the indifferent electrode was placed during the ablation. Additional information provided stated the patient¿s condition was improved.

Manufacturer narrative:
(B)(4). After an atrial flutter (afl) procedure, it was reported that the patient developed a 3rd degree skin burn. The procedure was on (B)(6) 2013. This event was reported by the physician during patient¿s follow up appointment. The burn was located where the indifferent electrode was placed during the ablation. Additional information provided stated the patient¿s condition was improved. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device was sent back for repair and the issue was not reproducible. The device was subjected to pm, safety and functional testing and all tests passed. Customer complaint was not confirmed.